Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, the patient was noted to experience diaphoresis and felt light headed. After sitting down, the patient passed out and was unresponsive to voice and touch. The patient was noted to be unable to move and that they had a headache prior to collapsing. Ems were called and the patient was emitted in the emergency room (ER). Once responsive, the patient noted some memory of the event and that they could hear but not respond to commands. The patient was noted to have marked decreased levels of consciousness until responsive after about three hours. The patient was noted to be stuttering following the event. Magnetic resonance imaging (MRI) and CT images rules out a stroke and the eeg did not show any epileptiform activity. The subject was discharged the next and the ER stay was noted to be 28 hours. It was reported that the relationship between the event and the ablation system was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was not related to the ablation system.